Manufacturer narrative:
Additional device investigation results were added below. The device was returned to boston scientific for analysis. The luer and irrigation tubing was torn apart at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle. Electrical continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Functional testing revealed that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence this device was used in a manner inconsistent with the labeled indications.

Event description:
Reportable based on device analysis completed on 02/09/2021. It was reported that the catheter was not functional. During an ablation procedure to treat atrial tachycardia an intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the catheter was not functional. The catheter was exchanged and the procedure was completed successfully without any patient complications. However, device analysis revealed the luer and irrigation tubing was torn apart at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The luer and irrigation tubing was torn apart at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. Dried body fluid found on the handle. Electrical continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Functional testing revealed that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism.

Event description:
Reportable based on device analysis completed on 02/09/2021. It was reported that the catheter was not functional. During an ablation procedure to treat atrial tachycardia an intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that the catheter was not functional. The catheter was exchanged and the procedure was completed successfully without any patient complications. However, device analysis revealed the luer and irrigation tubing was torn apart at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting.